Manufacturer narrative:
On august 20, 2025, mentor became aware that the replacement device catalog numbers used were 3507275mc on both sides. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received and reviewed, the information has been correctly updated under this form, and lot has been reverted back to "9808643" under field d4. On september 22, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This information was reported under follow up 2 reports. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV d6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year-old caucasian female patient underwent primary breast augmentation with 320cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her left side postoperatively; diagnosed after physical exam. Surgical intervention was performed. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2025.

Manufacturer narrative:
On (B)(6) 2025, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information/clarification received, the date of left side replacement surgery with catalog number 3507275mc; serial number (B)(6) was (B)(6) 2023; fields d6b have been updated accordingly. Also, the following fields have been reverted back as follows: field d1 for brand name has been updated to "mentor memorygel breast implant". - field d4 for catalog number has been updated to "3507320mc". - field d4 for lot number has been updated to "9652877". - field d4 for serial number has been updated to "(B)(6)". - field d4 for unique identifier (UDI) has been updated to "(B)(4)." Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 22, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per device and additional information received, following fields have been updated on this form: - field d1 for brand name has been updated to "mentor smooth round high profile." - field d4 for catalog number has been updated to "3507275mc." - field d4 for lot number has been updated to "9808643." - field d4 for serial number has been updated to "(B)(6)." - field d4 for unique identifier (UDI) has been updated to "(B)(4)." A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is aware that the date of implant is before the manufacture date of lot 9808643. Follow-ups are in progress, and no response has been received regarding the date. If any clarification or information is received in the future, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).